Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging soreness in eyes, headache, nasal/throat irritation. There was no report of serious or permanent harm or injury. No medical intervention was specified by the patient. The device was returned to the manufacturer's product investigation laboratory for investigation. The investigation concluded that the evidence of sound abatement foam degradation/breakdown was not observed in this device. The airflow was verified to be operating correctly. The secondary findings were the humidifier tank returned with water in the humidifier tank, dust in humidifier, pca and humidifier heater plate, contamination on humidifier bottom enclosure, humidifier seal, heater plate and on the enclosure that the heater plate sits on with excessive dust in sound abatement foam. The investigation was unable to address the complaint or symptoms. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.